Manufacturer narrative:
On 3/18/2011: follow up # 1/correction: it has been confirmed that the meter was set correctly to the 'mg/dl' setting. There was no indication that the product malfunctioned.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because mg/dl was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k073231.